Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with auto mode switch anomaly. Programming changes were made to resolve the competitive atrial pacing. No further symptoms or complications were reported.